Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in the helium pathway is confirmed. The bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. No further action required.

Event description:
It was reported by the nurse educator that they had a patient with an intra-aortic balloon (iab) that ruptured. Required immediate removal and replacement. Additional information: the iab was removed and then immediately reinserted in the other groin due to patient dependence on the intra-aortic balloon pump (iabp). The patient required vasopressor support to be started in the interim period of removing and replacing the balloon. The iab was pulled at the bedside and the new catheter was inserted in the opposite groin at the bedside.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the nurse educator that they had a patient with an intra-aortic balloon (iab) that ruptured. Required immediate removal and replacement. Additional information: the iab was removed and then immediately reinserted in the other groin due to patient dependence on the intra-aortic balloon pump (iabp). The patient required vasopressor support to be started in the interim period of removing and replacing the balloon. The iab was pulled at the bedside and the new catheter was inserted in the opposite groin at the bedside.